Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a button alarm. Customer had the pump inside a pouch with other items when the alarm was triggered. The customer stated that the pump kept suspending insulin delivery. Customer had elevated blood glucose (bg) level 321 mg/dl. The customer administered a manual injection to stabilize bg level. The customer resumed insulin delivered.